Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the inner cannula extends past the tracheostomy cannula by 5 mm or 4-6 mm. It was indicated that there was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. The reported condition was confirmed. A dimensional test was performed. No failure mode was observed and met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.